Event description:
It was reported that an occlusion alarm occurred. Multiple follow attempts were made by tandem customer technical support (cts). However, no response was received by the customer. No reported impact to the customer¿s blood glucose level. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.